Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use again. No parts were replaced. Ventilator logs were downloaded. Review of provided event log was performed. The exact time of the event is unknown but according to the user it most likely occurred between 08:00 and 12:00 on (B)(6) 2020. A ventilation period starts at 06:58 in pressure control mode. Alarms for vt insp. Overrange are almost continuously generated during the stated time period. Ventilation mode has been switched between pressure control and pressure support/CPAP several times. The alarms for vt insp. Overrange are still generated in combination with high airway pressure alarm and at one occasion low expiratory minute volume alarm. The alarms are in the end of the stated time period being silenced by the user. 12:50 is most likely the time when the disconnection of the patient circuit tube and the patient desaturation is discovered. At that time, o2 concentration level is increased and oxygen breaths are activated by the user. The ventilator is then set to standby by the user and replaced. The alarms for vt insp. Overrange is an indication of an excessive leakage but can also be generated by a patient circuit tube disconnection as in this event. When the ventilator is run with an almost constant leakage, there are problems for the ventilator to distinguish the actual disconnection from an excessive leakage. There are no technical error codes during the stated time period that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. Our conclusion is that there was no ventilator malfunction at the time of the event. Appropriate alarms were generated. How the disconnection of the patient circuit tube from the endotracheal tube occurred has not been determined.

Manufacturer narrative:
A follow-up importer medical device report will be submitted once the results from the manufacturer are available.

Event description:
It was reported that during patient treatment, an inadvertent disconnection of the patient circuit tube from the endotracheal tube occurred. There was no disconnection alarm noted by the user. The patient desaturated to unknown level but recovered with minor intervention and the ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).